Event description:
The customer received blood glucose readings of 111 and 114 mg/dl from his 2 contour meters and a reading of 59 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot. No product will be returned.